Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed manual volumetric accuracy testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Temperature confirmation testing was performed and the passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed a manual volumetric accuracy test. Further inspection of the door assembly revealed a cracked door piston and deteriorated piston foam. Review of service history previous device servicing did not cause or contribute to the reported difficulty of inaccurate fluid reading due to deteriorated piston foam. The cause of the issue was determined to be the deteriorated piston foam. The door piston and piston foam were scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.